Event description:
During a coronary artery drug eluting stenting treatment procedure, stent embolizatin occurred. The physician was treteing a lesion in the severely tortuous, 70% stenosed right coronary artery (rca). The lesion was a result of in-stent restenosis and was said to have been located in a saphenous vein graft, was an ostial lesion and had been previously vein graft, was an ostial lesion and had been previously treated with brachytherapy. The physician attempted to place a 4.9x28mm taxus express2 drug eluting stent however the stent became separated from the balloon during the procedure. The physician was able to remove the embolized stent by snagging it with the guidewire. The pt did not report any symptoms during the procedure and is reported in good condition, currently.